Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 12-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("I am menopausal but I had such heavy periods that I had an intrauterine device placed (for a few months because I couldn't tolerate it") in an adult female patient who had essure inserted (lot no. D30800 c68791) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced fibromyalgia ("I was diagnosed with fibromyalgia"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), depression ("increased depression"), burnout syndrome ("burnout in 2018 (work leave for one year)"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), sleep disorder ("sleep disorder"), micturition disorder ("micturition disorder (10 times a day and 2 times a night)"), abdominal distension ("abdominal swelling"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory problems"), burning sensation of lower limb ("burning sensation in my thighs and spine"), burning sensation (" burning sensation in my thighs and spine"), oedema ("oedema"), tendonitis ("recurrent tendonitis"), middle insomnia ("I do not get much rest at night because I wake up (every 1.5 or 3 hours approximately)"), sleep apnoea syndrome ("corrected sleep apnoea"), pollakiuria ("frequent urination") and urinary incontinence ("I sometimes have trouble holding my urine (I did perineal rehabilitation)") and was found to have weight increased ("weight gain"). The patient was treated with perineal rehabilitation. At the time of the report, the outcomes for heavy menstrual bleeding, depression, burnout syndrome, fatigue, myalgia, sleep disorder, weight increased, micturition disorder, abdominal distension, disturbance in attention, memory impairment, burning sensation, oedema, tendonitis, middle insomnia, sleep apnoea syndrome, pollakiuria, urinary incontinence and fibromyalgia were unknown. No causality assessment was received for essure with regard to depression, burnout syndrome, fatigue, myalgia, sleep disorder, weight increased, micturition disorder, abdominal distension, disturbance in attention, memory impairment, heavy menstrual bleeding, burning sensation of lower limb, burning sensation, oedema, tendonitis, middle insomnia, sleep apnoea syndrome, pollakiuria, urinary incontinence or fibromyalgia. The reporter commented: period of gradual progression since about 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-aug-2024. The most recent information was received on 22-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("I am menopausal but I had such heavy periods that I had an intrauterine device placed (for a few months because I couldn't tolerate it") in a 52-year-old female patient who had essure inserted (lot no. D30800, (B)(6)) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6)2015, the patient had essure inserted. In 2016 she experienced fibromyalgia ("I was diagnosed with fibromyalgia"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), depression ("increased depression"), burnout syndrome ("burnout in 2018 (work leave for one year)"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), sleep disorder ("sleep disorder"), micturition disorder ("micturition disorder (10 times a day and 2 times a night)"), abdominal distension ("abdominal swelling"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory problems"), burning sensation of lower limb ("burning sensation in my thighs and spine"), burning sensation (" burning sensation in my thighs and spine"), oedema ("oedema"), tendonitis ("recurrent tendonitis"), middle insomnia ("I do not get much rest at night because I wake up (every 1.5 or 3 hours approximately)"), sleep apnoea syndrome ("corrected sleep apnoea"), pollakiuria ("frequent urination") and urinary incontinence ("I sometimes have trouble holding my urine (I did perineal rehabilitation)") and was found to have weight increased ("weight gain"). The patient was treated with perineal rehabilitation. At the time of the report, the outcomes for heavy menstrual bleeding, depression, burnout syndrome, fatigue, myalgia, sleep disorder, weight increased, micturition disorder, abdominal distension, disturbance in attention, memory impairment, burning sensation, oedema, tendonitis, middle insomnia, sleep apnoea syndrome, pollakiuria, urinary incontinence and fibromyalgia were unknown. No causality assessment was received for essure with regard to depression, burnout syndrome, fatigue, myalgia, sleep disorder, weight increased, micturition disorder, abdominal distension, disturbance in attention, memory impairment, heavy menstrual bleeding, burning sensation of lower limb, burning sensation, oedema, tendonitis, middle insomnia, sleep apnoea syndrome, pollakiuria, urinary incontinence or fibromyalgia. The reporter commented: period of gradual progression since about 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. Batch no. C68791, production date:2014-06-24, expiration date: 2017-06-30. Batch no. D30800, production date:2014-11-06, expiration date: 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-aug-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.